Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-intensity lamp of the subjected device did not light up. The issue was found during sedation for an unspecified therapeutic procedure that was completed using the same device. There were no reports of patient harm.